Event description:
There was no report of serious injury or illness associated with this complaint. Complainant reports an over-delivery. It was reported that 600 ml was delivered over an unreported amount of time, although the intended delivery was 350 ml. This is considered a malfunction likely to result in a serious injury or illness should it recur.